Manufacturer narrative:
(B)(4). Batch number: r57h75. Investigation summary: the analysis results showed that one gst60d reload was received partially fired 1/16, with the pan detached and the body cartridge was noted to be damaged. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The test device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: which instrument were the reloads used with? Psee60a. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Yes. Is the current patient status known? Known. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that the jaw was not opening after closing.